Event description:
I was told I would have no side effects from essure. And now I have all these complications. Heavy bleeding, spotting whenever back pain, headaches, swollen belly. Bad cramps. FDA safety report ID# (B)(4).